Event description:
It was reported that during this transcatheter aortic valve implant procedure in a patient with a severely calcified type 1 bicuspid aortic valve, a pre-implant dilation was performed with a 25 mm balloon. Then, during implant of the 34 mm evolut pro+ valve, infolding of the valve frame was observed. Consequently, the valve was recaptured and withdrawn from the patient and then a different 34 mm evolut pro+ valve system was used for implant. Additional information was received to clarify the infold in the valve frame occurred upon first deployment. Once the infold was observed, the valve was recaptured into the delivery catheter system (dcs) and withdrawn from the patient. Per the physician, the patient's bicuspid native valve contributed to the infold.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: the patient¿s executive summary was provided for anatomical review. The patient appeared to have a moderately calcified bicuspid aortic valve with an annulus perimeter that measured 87.6mm with a perimeter derived diameter of 27.8mm suggesting a 34mm evolut. It was reported that an infold occurred during the implantation attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. However, intraprocedural fluoroscopic images were not provided for review therefore it is not possible to validate cause of the infold. Updated data: d9. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop34; product lot/serial number: (B)(6); product type: heart valves; implant date: n/a; explant date: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during this transcatheter aortic valve implant procedure in a patient with a severely calcified type 1 bicuspid aortic valve, a pre-implant dilation was performed with a 25 mm balloon. Then, during implant of the 34 mm evolut pro+ valve, infolding of the valve frame was observed. Consequently, the valve was recaptured and withdrawn from the patient and then a different 34 mm evolut pro+ valve system was used for implant.

Manufacturer narrative:
Updated data: h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received inside a heart valve return kit jar, submerged in clear 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was received in a crimped state with the inflow aspect showing a reniform appearance. The valve was submerged in warm saline to reset the frame. As received, one leaflet appeared partially closed while two leaflets were in the open position. After warm saline submersion, all leaflets appeared partially closed with a gap between the free margins. All leaflets exhibited signs of creases and imprints; no tears were observed. All commissures were intact. There was no evidence of bends or kinks to the frame. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use (IFU). Upon loading, the frame p addles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was then deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. A complete deployment of the valve was performed. No anomalies were noted during the deployment simulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.